Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions: retracting the gripper lever forcefully; retracting the gripper lever more than 1.5 cm beyond the mark. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported partial clip movement on the leaflet appears to be related to patient morphology/pathology, as the prolapsed posterior leaflet likely contributed to the leaflet partially moving inside the clip arm. The reported gripper line break appears to be a result of forcefully retracting the gripper line with forceps in attempts to raise the grippers to re-grasp the leaflets. It should be noted that in the mitraclip instructions for use, states: the following caution statement in final mitraclip nt system positioning: raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair cds performance. Lastly, the reported additional therapy/non-surgical procedure was a result of case specific circumstances, as forceps were used to grasp the free ends of the gripper line to raise the grippers, which is considered medical intervention to prevent serious injury. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the clip moved partially on the leaflet. Intervention was performed to raise the gripper to re-grasp the leaflets, however, the gripper line broke. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4+. The clip delivery system (cds) was advanced to the mitral valve and was positioned in the mitral leaflets, reducing mr. Final arm angle was checked, the gripper lever cap was removed, and the gripper line was removable without resistance. At this point, it was observed that the clip had moved on the leaflet and the mr increased to 2+ to 3+. In an attempt to re-grasp the leaflets to reposition the clip, clamps were used to forcibly pull on the gripper line to raise the gripper. Two grasps were performed and the clip was deployed. The gripper lever was retracted more than 1.5 cm beyond the blue mark. The gripper line broke during the second grasp. The entire gripper line was removed from the anatomy. Mr was reduced to 2+. A second clip was implanted without issue to further reduce the mr to 1-2+. There was no adverse patient sequela and no clinically significant delay in the procedure. The patient is stable. There was no additional information provided.